Event description:
Customer reports a tech error 2. When powered on the screen comes up and tones like normal but then the display rewrites itself a couple of times, the values above the rotary encoders blank. The membrane switches do not activate, but the touch screen buttons do. If you touch the status button, the status of all items listed shows "not available."